Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up, it was confirmed that the device stopped working prior to use and there was no patient or staff impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the device needed a repair. There was no known patient impact.